Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty was being performed on a 90% stenosed de novo lesion, with a length of 24mm and a diameter of 2.25mm, concentric shape, located in the severely calcified and mildly tortuous left anterior descending artery (lad). A 24 x 2.25 promus premier stent was deployed in the lad and a dissection was noticed. It was noted that significant resistance occurred while advancing the device. To cover the dissection, a non bsc stent was deployed. The procedure was completed and the patient was reported to be stable and responding well.